Event description:
It was reported that on (B)(6)2024, a 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for a patent foramen ovale (pfo) closure using a 9f amplatzer trevisio intravascular delivery system. During procedure, it was noted that the left atrial disc was bulging. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 30-25mm amplatzer pfo occluder was chosen. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity during procedure was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Two images from field appeared to show a bulbously deployed distal disc on occluder connected to the delivery cable. The cause of the reported device deformity could not be conclusively determined. As reported, a new 30-25 mm amplatzer pfo occluder was chosen. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Field indicated that a 30 mm amplatzer cribriform occluder was chosen for a patent foramen ovale closure. Please note that per the contraindications in instruction for use, "treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects."

Event description:
It was reported that on (B)(6) 2024, a 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for a patent foramen ovale (pfo) closure using a 9f amplatzer trevisio intravascular delivery system. During procedure, it was noted that the left atrial disc was bulging. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 30-25mm amplatzer pfo occluder was chosen. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.